Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. Although conquest pro 8-20 is distributed as confianza pro 8-20 in the us, the subject model is sold outside the us under the brand name conquest pro 8-20. Therefore, the brand name in d1 is conquest pro 8-20 and the model number in d4 is agh143092r as indicated in the package label of the subject device. Device evaluation could not be performed because the affected device was not returned. According to the physician's comment, there was no problem with the product. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that as the conquest pro 8-20 guide wire could not be advanced through the tortuous and heavily calcified lesion, the wire tip might have unintentionally headed outside the blood vessel during wire manipulation, perforating the vessel wall. Although it was concluded that this event was not attributed to product quality, poba was performed as an additional treatment to seal the perforation; therefore, this event was determined to be reportable. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a moderately tortuous, heavily calcified chronic total occlusion (cto) in the left anterior descending artery (lad). When an asahi conquest pro 8-10 guide wire was used to cross the cto, the guide wire went out of the vessel. Plain old balloon angioplasty (poba) was additionally performed to seal the perforation. The procedure was terminated as guide wire could not be advanced through the cto. The physician commented that there was no problem with the product. It was informed that the patient was under follow-up after the procedure.